Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave nav catheter was selected for use, the catheter was prepped normally, and no issues were seen. It worked normally for all veins and left sided ablations until the physician pulled into the right atrium. When wiring the superior vena cava (svc) the guidewire got stuck, and they were unable to go into flower. There was not any tissue stuck in the tip when the catheter was removed and examined. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.